Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2267 (air in set). This occurred during use (details not provided) while performing peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.